Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2014. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 16571656.

Event description:
It was reported that the patient experiencing inadequate stimulation despite reprogramming due to lead migration which was confirmed through an x ray. During the lead revision procedure the physician was unable to move the leads due to scar tissues. The patient underwent an explant procedure wherein all device components were explanted. Explanted leads were discarded by the medical facility.